Event description:
The reporter stated that back to back blood glucose tests on a pt had results of 427, 210 and 371 mg/dl. The tests were done within 5 minutes, using separate fingersticks. Pt did not have any symptoms. Control solution testing was not done due to unavailability of supplies. The report noted that the pt had been hospitalized recently for a virus. On followup, the reporter confirmed the test results above. No harm was alleged.